Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that when turning on the unit, oxygen alarm is not available and battery alarms it does not charge. When the cable is removed, the device turns off suddenly. Based upon the information provided, the reported issue occurred while the device was being set up for use, or before clinical use. No harm or injury has been indicated or alleged.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that when turning on the unit, oxygen alarm is not available and battery alarms it does not charge. When the cable is removed, the device turns off suddenly. Based upon the information provided, the reported issue occurred while the device was being set up for use, or before clinical use. No harm or injury has been indicated or alleged.

Manufacturer narrative:
The international service engineer was dispatched to the site and confirmed the unit had a faulty battery and no problem was detected with o2 pressure. The international service engineer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause cannot be determined at this time. If parts are received, this complaint will be reopened and a root cause analysis at the component level will be performed.